Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 who had essure (fallopian tube occlusion insert) inserted in 2010 for contraception, reported as vaginal implant. Consumer was (B)(6) years old at the time of the report. Concurrent condition included weight normal ((B)(6)). In 2010 she experienced chronic pelvic pain, abdominal pain, vaginal haemorrhages, loss of hair, and nausea. Essure was removed on (B)(6)-2015 via double salpingectomy with laparoscopy. The outcome of the events was recovering / resolving with stop date on (B)(6)-2015. All events were considered related to essure. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Essure was removed via double salpingectomy with laparoscopy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow up information received on 29-jun-2016: no more information has been received so far. No further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Essure was removed via double salpingectomy with laparoscopy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.